Event description:
The individual, according to the legal complaint, became allergic to latex from wearing and exposure to latex medial gloves in the performance of her job duties as an eeg technician.